Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01976, 0001825034-2021-01975. D10: item# 139256/ m2a-magnum 42-50 tpr insrt / lot # 966480. Item # 51-101120 / tprlc 133 fp type1/lot # 2783624. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause unable to be determined. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: small amount of peudo-tumor like material posteriorly ¿ most of it was posterior capsule. Quadratus was missing. Gluteal musculature, including gluteus medius & maximus in great shape. No evidence of deep infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a two stage right hip revision approximately 8 years post implantation, unrelated to infection. Stage 1 was performed on an unknown date and involved debridement of a large pseudo tumor without removal of hardware. There is a gap between the two stages due to the patient being covid positive. Later, on the event date, stage ii was performed, a small amount of pseudo tumor was removed posteriorly and the quadratus was found missing. The head was removed and a new head, taper and liner were implanted.